Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding your complaint that alleges false negative results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number was unknown or invalid. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number or an invalid batch number was provided. The complaint was unable to be confirmed. There is no trend against false negative results identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using a pcr test method and the result was negative. There was no indication that results were reported out or any report of patient impact. Eua(B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using a pcr test method and the result was negative. There was no indication that results were reported out or any report of patient impact. (B)(4).